Manufacturer narrative:
(B)(4). Date of event: unknown. The lot was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported via journal article: title: linx implant and explant in a patient with morbid obesity and refractory gerd authors: campagna r.j., fronza j.s. Citation: surgical endoscopy and other interventional techniques. 2018 ; conference: 16th world congress of endoscopic surgery. United states. 32 (1 supplement 1):s95; doi: http://dx.doi.org/10.1007/s00464. This is a case report concerning a (B)(6)-year-old female patient with a history of a sleeve gastrectomy and refractory gerd who underwent linx (ethicon) implantation and hiatal hernia repair. Three months post-operatively, the patient developed worsening reflux and dysphagia. She was taken back to the operating room for linx explant and conversion to roux-en-y gastric bypass.